Manufacturer narrative:
Device date and local date: device date and time: (B)(6) 2009 time 09:12 local date and time: (B)(6)2024 time 14:30 the device was found with the wrong date and time. Interpretation of event history: the event history was downloaded from the device and the last 2 programming's are reviewed: channel: a duration: 20 minutes dose rate: 300 ml/hr infusion rate: 300 ml/hr volume to be infused: 100 ml see events no. (B)(4). This infusion completed delivery within the programmed 20 minutes, delivering 100 ml. See event no. (B)(4) ¿infusion alarm completed by channel a¿. The next infusion was then programmed with the following values: channel: a duration: 2 hours doserate: 125 ml/hr infusion rate: 125 ml/hr volume to be infused: 250 ml see events no. (B)(4). This infusion was stopped by the user 1 hour and 57 minutes later, delivering 244 ml of the programmed 250 ml. See event no. (B)(4) ¿delivery stopped¿. The device is then turned off by the user. See event no. (B)(4). Analysis, summary and conclusions of the event history: the customer experience does not report in detail how the infusions should have been programmed. 250 ml of saline solution and 380 mg of nivolumad medication in 100 ml of saline solution are mentioned. The duration of the infusion is not reported, nor is the programmed speed, which makes it difficult to investigate to determine a probable cause. An infusion is shown to have finished in 20 minutes delivering 100 ml, then another infusion is programmed for 2 hours delivering 244 ml of the 250 ml programmed in 1 hour 57 minutes. Between both infusions, 344 ml was delivered in 2 hours 17 minutes. This is left for the customer knowledge so that they can determine what happened. The complete information of the infusions is not reported in order to be able to carry out a protocol, however, a delivery test was performed in accordance with the pvt, to rule out failures in the device. A keyboard test was performed to verify that it did not self-program. Each key works correctly, the test passed correctly. It can be concluded that during the product verification tests the device delivered correctly without over-delivery, did not generate technical faults or alarms, or over-programming caused by the keyboard. Probable cause: it cannot be determined a user error due to lack of information. E1 initial reporter phone number: (B)(6).

Event description:
The event involved a plum a+ wireless pump new spanish 110v, ln 20792 where it was reported a patient presented an adverse reaction after the administration of nivolumab, possibly due to early termination of the medication. It was detailed that 13+50 250cc of normal saline solution passed through a simple xl pump set to hydrate, 14+10 nivolumab 380 mg in 100 normal saline solution infusion was started with a 0.22-micron filter. The infusion for 60 minutes of 14+37 nivolumab ended, normal saline solution bolus started and ended. The patient tolerated the treatment in good general condition, the venous access was removed, and no signs of phlebitis or extravasation were observed. However, at the time of discharge, the patient presented chills, hypertension, tachycardia, pain in the lumbar area without radiation. Later, she presented a fever peak, and a single dose of acetaminophen 1 g oral administration was prescribed. The event occurred during infusion. The pump is available for evaluation. There was patient involvement and an adverse event.